Manufacturer narrative:
Sensor 3mh007lln84 has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor, on 21 aug 2021. On 23 aug 2021, as customer did not have working sensor, customer reported experiencing cramps in legs and feet, and seizure. The next day, customer had contact with a healthcare professional, and was able to self-treat with oral glucose provided by the healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor, on (B)(6) 2021. On (B)(6) 2021, as customer did not have working sensor, customer reported experiencing cramps in legs and feet, and seizure. The next day, customer had contact with a healthcare professional, and was able to self-treat with oral glucose provided by the healthcare professional. There was no report of death or permanent injury associated with this event.